Event description:
The grommet/bushing on the distal femoral guide jig has loosened and disengaged from the instrument.

Manufacturer narrative:
Examination of the returned device confirms the reported event. Both bushings were returned for evaluation. The trend of complaints related to the disassociation of a number of these bushings, in correctly manufactured parts, has led to the initiation of corrective and preventative action (CAPA-(B)(4)) at depuy. This CAPA is currently underway to investigate the issue of bushing disassociation in correctly manufactured parts. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned device confirms the reported event. Both bushings were returned for evaluation. The trend of complaints related to the disassociation of a number of these bushings, in correctly manufactured parts, has led to the initiation of corrective and preventative action (B)(4) at depuy. This CAPA is currently underway to investigate the issue of bushing disassociation in correctly manufactured parts. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.